Event description:
The salute device was being prepared for use when the malfunction occurred. It's intended use is for fixation of prosthetic material. The device was deploying short, straight wire instead of the "q" shaped coil that is required. Upon returned to onux, the device was visually inspected. The section of the tip that creates that "q" coil was sheared off.